Event description:
Per the clinic, the patient experienced: an extrusion of the receiver/stimulator and electrode lead wire, and an infection at the implant site. Explant is planned but has not taken place at the time of this report.

Event description:
It was reported that the receiver-stimulator was explanted on 1 february 2021 and the electrode array remains in-situ.

Manufacturer narrative:
This report is submitted on 3 march 2021.